Event description:
It was initially reported by the company rep that the physician's wand was not working properly. They could not interrogate the patient's device with the wand. Troubleshooting steps were performed but it did not resolve the issue. Patient's device was interrogated with other equipments just fine. The non-functioning wand was sent back to the manufacturer for analysis. Analysis was completed on the wand and reported allegation was verified. A serial data cable, which produced communication errors, had intermittent conductors at the handle location. A known good bench serial data cable was substituted and all communication errors cleared. No other anomalies were found.

Manufacturer narrative:
Conclusions - device failure occurred, but did not cause or contribute to a death or serious injury.